Event description:
Same case as MFR report #: 2134265-2008-02730. Clinical trial. It was reported that 200 days following a coronary artery stenting procedure, the patient developed in-stent restenosis. The patient presented at the time of the index procedure with an acute myocardial infarction. The index procedure treated the de novo, 95% stenosed, mildly calcified, mildly tortuous, 2.75x40mm mid lad (left anterior descending) lesion. Treatment consisted of predilation and placement of two overlapping express2 bare metal stents (2.5x24mm and 2.75x20mm). The patient returned 200 days following the index procedure with silent ischemia and a positive stress test. Angiography and ivus (intravascular ultrasound) revealed "aggressive" in-stent restenosis with a total occlusion. Collaterals were also seen from the rca (right coronary artery) to the lad. The lesion was treated with "multiple" taxus stents implanted in the proximal and mid lad. The patient was reported to be taking asa and plavix at the time of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same patient as MFR report #: 2134265-2010-03169, 2134265-2010-03168, 2134265-2010-03170, 2134265-2010-03172, 2134265-2010-02922, 2134265-2010-02920, 2134265-2010-03171, 2134265-2010-03166 it was further reported that during the index procedure, predilation was performed with a 2.0x30mm and 2.0x20mm maverick balloons at 20atm. Post dilation was performed with a 2.75x12mm and 2.0x10mm quantum maverick balloon at 18atm. Final outcome of the index procedure was 0% residual stenosis with timi 3 flow and the patient was discharged eight days post procedure in good health.

Manufacturer narrative:
(B) (4)